Manufacturer narrative:
The investigation determined that discordant negative anti-hcv results were obtained from two different samples from the same patient when using vitros anti-hcv reagent lot 5610 on a vitros eci immunodiagnostic system and a vitros 5600 integrated system. The results were considered discordant when compared to positive hcv results obtained on four non-vitros methods (elisa, vidas elfa, clia and western blot). The assignable cause of the discordant negative patient sample results could not be determined. A limitation of the vitros ahcv assay cannot be ruled out as a contributor to the event. The vitros ahcv assay detects the presence of igg antibodies only in patient samples, while it is unknown what antibodies are detected in the non-vitros methods. It is also possible that the infection was in the early stages where the antibody concentration may not be detectable. Based on historical quality control results, a vitros anti-hcv reagent lot 5610 performance issue is not a likely contributor to the event. Additionally, precision testing of the vitros eci immunodiagnostic system was not performed, therefore it cannot be confirmed that the instrument was operating as intended and unexpected instrument performance cannot be completely ruled out as contributing to the event. However, there was no indication that the vitros eci system or the alternate vitros 5600 system malfunctioned. In addition, it was not possible to establish if the customer is following the sample collection device manufacturer's recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Furthermore, the customer did not carry out any sample interference testing, therefore, it is possible that a sample interferent was present in the patient samples, although this could not be confirmed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report discordant negative anti-hcv results were obtained from two different samples from the same patient when using vitros anti-hcv reagent lot 5610 on a vitros eci immunodiagnostic system and a vitros 5600 integrated system. The results were considered discordant when compared to positive hcv results obtained on four non-vitros methods (elisa, vidas elfa, clia and western blot). Vitros eci (s/n (B)(6) results: patient 1, sample 1 result of 0.40 s/c (negative) vs expected result reactive patient 1, sample 2 result of 0.40 s/c (negative) vs expected result reactive vitros 5600 (s/n (B)(6) result: patient 1, sample 2 result of 0.31 s/c (negative) vs expected result reactive biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The discordant negative vitros anti-hcv results were not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).